Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left-hand control had a system message. Site performed a hard reboot on the system, but the left-hand control error persists. The system was still not connected to onsite. Site elected to disconnect the console and use the system as a single console configuration. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci master tool manipulator (mtm) involved with this complaint to perform failure analysis. In the system logs, the resistance was found indicating opto button springs. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console (ssc) fixture test platform (sftp) where it failed opto calibration. The complaint was confirmed based on failure analysis. The root cause is attributed to an issue with the opto button springs.

Event description:
Refer to h11 for follow-up information.